Event description:
Device 1 of 2: reference MFR report: 1627487-2012-00147. It was reported the pt (B)(6) lost stimulation. Diagnostic tests revealed invalid impedance measurements on all lead contacts. Surgical intervention was undertaken to address this issue. Intraoperative testing found the impedance issues continued when interrogating the lead both independently and in conjunction with the lead extension. The pt's lead and lead extension were replaced, and effective therapy was recaptured.

Manufacturer narrative:
Results - as received, visual inspection of the 3286 revealed kinked/broken wires in the lead. Testing revealed that all channels were open; the damage is consistent with the stress induced while the lead was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.